Event description:
It was reported that customer experienced empty cartridge alarm and earlier in the day saw insulin amount on pump that was much lower than expected. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, received explanation that alarm occurred when pump detected empty cartridge, and was advised to call back for troubleshooting if a similar insulin amount issue occurred again.